Event description:
It was reported that stent dislodgement inside the patient occurred. The 90% stenosed target lesion was located at the bifurcation of the mid left anterior descending (lad) and the diagonal artery. Following predilation with a 1.5x20mm non-bsc balloon catheter at 14 atmospheres, a 28 x 2.75mm taxus¿ liberté¿ drug eluting stent was advanced but failed to cross the lesion. Subsequently, a 2.25x15mm non-bsc balloon catheter was inflated at 12 atmospheres, then the 28 x 2.75mm taxus¿ liberté¿ stent was advanced but still failed to cross the lesion. After several attempts, the stent was dislodged from the balloon at the lad with left main. The proximal end of the stent appeared mildly inflated despite not being inflated. Attempts to engage the distal end of a balloon with the proximal end of the stent were done, which ended up trapping the balloon and failure to remove the balloon and its wire by a snare. The patient was asymptomatic and was referred for urgent surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).